Event description:
It was reported that the user successfully activated a new freestyle libre 3+ sensor but received no glucose readings and repeated pairing failed alerts on the ilet bionic pancreas, then replaced the sensor and saw ¿connect cgm or enter bg¿ on the ilet until readings began after guided troubleshooting that included phone restart, sensor rescan, and alarm review showing a sensor error and a pairing failed alert. No clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of cgm data and dosing stops soon notifications, with restoration of readings during the call and no impact to blood glucose control. User support included guided device troubleshooting and education to reattempt pairing and verify alarm status. Investigation of this case revealed a resolved communication and pairing failure between the cgm sensor and the system, consistent with transient connection error and sensor error indications, with normal function restored after user-guided steps. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or setup issue.